Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their upper aligner cutting their gums and both aligners - upper and lower - cutting their gums behind their molars and cutting their tongue. Provided hht&t to use on aligners and advised to file the aligner edges, and provided home remedies for discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.